Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to a hematoma between the vns and their scar. Further follow-up revealed that both the generator and lead (excluding electrodes) were explanted due to infection. Explanting neurosurgeon indicated that an infection may have developed at the generator site at the time of generator replacement surgery approximately 14 months prior and that it may have taken over a year for the abscess to enlarge enough to eventually come to the skin surface and spontaneously drain. It was reported that the generator pocket was subpectoral and that the deeper location may have contributed to the delay in detecting the infection. There was no etiology such as erosion of the generator or lead, break in the skin, systematic infection or immunocompromise. The cervical wound did not appear to be infected. Reveiw of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Pre-operative, intraoperative and post-operative antibiotics were prescribed at the time of generator replacement surgery and the ncp system tunneling tool was used for the generator implant surgery as a single-use-only device. The patient had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post generator replacement surgery and is not implanted with any other devices. The infection has reportedly resolved. Reimplant is planned, but will not be performed for at least three months post-explant. Investigation to date has been unable to confirm the cause of the reported event.